Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced incontinence, pain, depression, the inability to be intimate, permanent and debilitating injuries and has undergone various procedures and surgeries in an attempt to remove the product continues to undergo medical care and treatment.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced suture thread visible in vagina, which patient had been able to feel, and patient complained of vaginal discharge. Patient was ordered a prescription cream, after suture was trimmed in office. Bloody discharge, abdominal cramps, abdominal/pelvic pain, urinary infections, and was treated with antibiotics several times. Pelvic/abdominal cts performed with no significant findings. Patient developed urinary urgency, frequency, urge incontinence, dysuria, nocturia and dyspareunia. Pain was so intense after attempting sexual relations patient stopped being sexually active. Patient developed severe constipation symptoms with bloating, constipation lasted up to five days, and required patient to digitally remove bowel. Patient felt a mass on buttock which compromised her walking, and exam confirmed mass at location of right distal arm of prosthesis. Patient suffered from fatigue, respiratory infections, and was found to have low b12 level, which also contributed to fatigue. Vaginal exams were painful and not always able to be completed. Patient had two separate procedures for mesh removal, and on second procedure was found to have vaginal tissue dehisced, and mesh had adhered to rectovaginal septum. Post removal of mesh patient continues to have feeling of not emptying bladder completely, nocturia up to eight times a night, and had shingles outbreaks, which may be related to stress and an immune response.